Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported difficult to insert through an introducer sheath was unable to be confirmed due to the condition of the device. During functional testing, fluid was observed coming out from a pinhole in the balloon. There was a vertical scratch distal to the pinhole. The investigation determined the reported/noted difficulties to insert, balloon pinhole rupture and scratch appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The 7x60mm armada device referenced is being filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat lesion in the right superficial femoral artery. A 7x80mm armada 35 balloon catheter was used to pre-dilate the lesion. The balloon catheter was removed and an unknown stent was implanted; however, when attempting to re-insert the balloon catheter for post-dilatation it could not be inserted in the sheath. A 7x60mm armada 35 balloon catheter was used to post-dilate the stent. The balloon catheter was removed and an attempt to insert it again for additional post-dilatation was made; however, it could not be inserted into the sheath. The procedure was successfully completed with 7x80mm non-abbott balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. The return device analysis noted pinhole ruptures in both of the armanda balloons.